Event description:
It was reported that insulin pump displayed software malfunction message with code indicating software error, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, with no device return planned and no additional outcome information reported.